Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19. Pcr confirmation testing generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.